Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the returned battery cap was able to be fully tightened and measured within specifications for height and width. A power loss was not duplicated during testing. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the grip pad. Power reset events were observed in the black box on 09/13/2014 and 09/18/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. There was no intermittent power events duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting and denied damage to the battery cap or compartment and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.